Event description:
Pt had a back injury 5/20/93. He underwent several methods of physical therapy, but he did not get better. A plate fusion was ordered and surgery was done on 12/13/93. Pt was hospitalized for 1 week and then sent home to recover. Pt did exactly what he was told to do, and the pain did not leave. He underwent pain management therapy, and water therapy. Pain increased; he told the doctor something didn't feel right in his back. His legs are burning and he has stabbing pain in his back. He returned for several x-rays and was told that they could take plates out. Doctor said the screws could be causing pain. X-rays now show 2 screws in l-5 area have broken. Screws are not retrievable, 1/2 of screw would remain in bone even with explant of other screws according to the drs. They suggest explant surgery as soon as possible. Now pt is disabled and has mental concussion due to pain, drugs.